Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated. This is the same event as 3010536692-2015-01980, -01981. This event occurred in (B)(4).

Event description:
Allegedly, a total hip replacement revision has occurred: loosening/lysis; dislocation- (B)(6).

Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.